Event description:
The customer reported that on (B)(6) 2011, erroneous high magnesium (mg) results were generated on the olympus au600 clinical chemistry analyzer for multiple patients. These results were released from the laboratory. This report represents day six of the malfunction. There have been no reports of death, serious injury or change to patient treatment associated or attributed to this event. Repeat testing on a different instrument yielded results in the normal range which were regarded as valid. The laboratory retested all potentially involved samples and issued fifty four corrected reports. Quality control and calibration results at the time of this event were found to meet customers established specifications. The possibility exists that mg reagent was in use past its on-board stability claim however evidence is not available to currently confirm or deny this potential cause.

Manufacturer narrative:
Service was dispatched and the field service engineer performed a photocalibration performance assessment which was found to meet established specifications. A thirty sample, two level quality control assessments was also performed with acceptable results. Instrument is operating within specifications. A definitive root cause cannot be determined at this time. This report is associated with the following mdrs related to this event: 2050012-2011-01872, 2050012-2011-01873, 2050012-2011-02022, 2050012-2011-02023, 2050012-2011-02024, 2050012-2011-02025.